Event description:
It was reported that this implantable cardioverter defibrillator (ICD) fired three times due to electromagnetic interference (emi) during spinal infusion. Additionally, several months after the device was repositioned due to pocket erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed as additional information indicates that the product was already returned and also to correct the adverse event and product problem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) fired three times due to electromagnetic interference (emi) during spinal infusion. Additionally, several months after the device was repositioned due to pocket erosion. No additional adverse patient effects were reported.